Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient¿s implantable cardioverter defibrillator was experiencing far p-wave oversensing. Programming changes were made to resolve the issue. The patient remained asymptomatic.